Manufacturer narrative:
Additional information received reported that 20 degrees angle noted at angle between supra-renal aortic axis and supra-sma aortic axis and at angle between proximal aaa neck and supra-renal aortic axis. 15 degree angle noted at angle between proximal aaa neck and main axis of aaa. The infrarenal accessory renal artery was noted to not be patent with a diameter of <(><<)>4mm. Mild calcification and tortuosity was noted in the right and left common iliac arteries. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; the patient has fully recovered with renal scintigraphy performed on (B)(6) 2018 showing good renal function. The cause of the occlusion was most likely due to mono anticoagulation therapy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a unknown size abdominal aortic aneurysm. Another manufacture's sent was implanted in the left renal artery at the time of the index procedure. It was reported that the patient presented with acute flank pain approximately 1 month post index procedure. CT was performed and revealed left renal stent thromboembolic occlusion. The physician elected to perform intervention and revascularization of left renal artery was completed. It was reported that resolution of the event with patient recovery was confirmed few days later. Per the physician the event is related to the index procedure and possibly related to the endurant stent graft. The sponsor has also assessed the event as related to the index procedure and possibly related to the endurant stent graft. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information received: the event was assessed as having a causal relationship to the procedure and to the renal stent but not related to the endurant device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; it was noted that a thrombus aspiration was performed as treatment. If information is provided in the future, a supplemental report will be issued.